Event description:
It was reported that during a mitral valve replacement procedure attempt there were high thresholds and high impedances noted on the atrial lead. During implant attempt of the replacement lead the lead was unable to pace and there was no capture. The lead was not used, and the original lead was left in use with a future replacement to be attempted. It was noted the patient¿s heart had a lot of scar and calcification and the doctor was unable to replace the mitral valve due to the calcification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 6947-65 implantable tachy lead (B)(6) 2002; 5076-52 implantable pacing lead (B)(6) 2002; d224drg defibrillator (B)(6) 2010.